Event description:
It was reported that during in clinic follow-up, the patient presented with high capture threshold and low sensing on their right ventricular lead. It was later confirmed via echocardiogram that the lead was dislodged. The lead was repositioned on (B)(6) 2022. There were no patient consequences and the patient was in stable.